Manufacturer narrative:
The field service engineer (fse) inspected the instrument and discovered hemoglobin was low on the controls. The fse verified the voltages and vacuum, and all results were within specifications. The fse performed latex, calibration and reproducibility for white blood cell (wbc) and hemoglobin (hgb); all results were within the acceptable range. No instrument mechanical issues were noted. The fse made minor adjustment to the hemoglobin calibration factor and advised the customer to recalibrate with the s calibration material. Service activity performed was verified per established procedures. The instrument conformed to the manufacturer's published specifications. A definitive cause of the event is unknown.

Event description:
The customer reported low hemoglobin (hgb) results without instrument generated flags, for one patient and controls, involving the coulter act diff 2 analyzer. Subsequent analysis of the patient's sample, on an alternate coulter act diff 2 analyzer, at a reference laboratory, recovered a higher result which was considered correct. The erroneously low patient results were not released out of the laboratory. There was no patient impact. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.